Event description:
The reporter stated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens in the patient's right eye (od) on (B)(6) 2014. The lens was explanted on (B)(6) 2014 due to excessive vaulting and pupillary block. Surgical intervention was made, including breaking the pupillary block directly by sweeping the iris and a yag iridotomy was attempted but was not successful. The patient's pupil was mid-dilated and the iris had ischemia. The lens was explanted with no patient injury and was exchanged for a shorter lens. The patient was evaluated at 2 hours post-op and demonstrated normal intraocular pressure and adequate icl vault. At today's post-op visit, the patients va was 20/20 uncorrected and the patient is doing well. The pupil is still atonic at 7 1/2mm. The reporter stated the cause of the event was due to a blocked pi and an excessive vault.

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly icl (13.2mm) was explanted/exchanged for a shorter length icl (12.6mm), one day postoperatively, to address excessive vault and subsequent pupillary block. Before icl explantation the surgeon tried to break the pupillary block by sweeping the iris and creating a new iridotomy but he was not successful. After the lens exchange , the iop returned to normal and patient was doing well (uva was 20/20). It should be noted that, according to the operative report dated on (B)(6) 2014, during the initial icl implantation the peripheral iridotomies were performed at the same surgery date and per dfu warnings: "4. Two basal iridotomies must be performed 90° apart using a yag laser at least 2 weeks before implantation of the visian icl, with confirmation of the patency of the iridotomies prior to implantation. The patients should not be taking topical steroid medication at the time of visian icl implantation." Given all this information, included that after implantation of a shorter lens the issue resolved, it is very likely that procedure related factors (non-patent iridotomies and miscalculation) have caused the reported event. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a likely cause of the event has been determined to be due to procedure related factors (non-patent iridotomies and miscalculation). (B)(4).

Manufacturer narrative:
Evaluation, method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned dry and there was evidence of reddish residue on the lens surface. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).